Event description:
Customer complaint reports "the part of the tube inside the patient's pharyngeal was found collapsed during usage while the tube was intact after opening the package". No patient injury or complication was reported. Patient condition reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-12613 et tube, cuffed, spiral-flex 6.5 for investigation. The et tube was received without its original packaging. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample was returned with the tube kinked from the "i.d. 6.5" marker to the "oral*nasal" marker. No other defects or anomalies were observed. A functional kink resistance test was performed on the returned et tube per iso-5361; 2012 edition, annex h - test method to determine resistance. The returned et tube was pre-conditioned in a water bath at 40 c for 6 hours. Then, the et tube was strapped securely to a kink test fixture to create a radius of curvature of 40mm. Two steel balls of size 4.8mm and 5.2mm were used to check the potency of the lumen. One higher and one lower than 75% (4.875mm) of the designated size of the et tube i.d. For the first test, a ball bearing of 4.8mm (73.85% of the designated size of the et tube i.d.) Was used for the kink test. Upon testing, the ball bearing could not pass freely through the tube. Multiple attempts were made from both ends of the tube. From the proximal end, resistance was met at approximately the "nasal" marker. From the distal end, resistance was met at approximately the "i.d. 6.5" marker. The test was again performed using a ball bearing of 5.2mm (80% of the designated size of the et tube i.d.). The ball bearing again could not pass freely through the tube from both ends. Multiple attempts were made from both ends of the tube. Resistance was met at the same locations as the first test that was performed. DHR investigation did not show issues related to complaint. The IFU states "if a reinforced tube is used orally, a bite block is recommended." A corrective action is not required at this time as the damage observed on the et tube is consistent with damage that can be caused by pinching the tube with high force. Therefore , based on the damage observed, unintentional user error caused or contributed to this event. The reported complaint of "bending in use" was confirmed based upon the sample received. Visual examination of the returned sample revealed the tube was kinked from the "i.d. 6.5" marker to the "oral*nasal" marker. The returned et tube was functionally tested for kinking. Two steel balls of size 4.8mm and 5.2mm were used to check the potency of the lumen. One higher and one lower than 75% (4.875mm) of the designated size of the et tube. Upon testing, both sizes of ball bearings were unable to pass freely through the tube. Multiple attempts were made from both ends of the tube. From the proximal end, resistance was met at approximately the "nasal" marking. From the distal end, resistance was met at approximately the "i.d. 6.5" marker. A device history record review was performed with no evidence to suggest a manufacturing related cause. Therefore , based upon the damage observed, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer for evaluation at the time of this report. A device history record investigation did not show issues related to this complaint. It is necessary to receive the physical sample to perform a proper and thorough investigation to confirm the alleged defect reported. Customer complaint cannot be confirmed. Root cause cannot be determined. Corrective actions cannot be established. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint reports "the part of the tube inside the patient's pharyngeal was found collapsed during usage while the tube was intact after opening the package". No patient injury or complication was reported. Patient condition reported as fine.